Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history of another report, it was discovered that failure code 810:04 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause is moisture in the tubing channel. The tubing channel has been cleaned and dried. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module master software version is 6.13.92, categorized as remediated.